Manufacturer narrative:
Results obtained with the elecsys toxo igg assay and results from assays of other manufacturers cannot be used interchangeably. The investigation reproduced and confirmed the issue. The elecsys toxo igg results are assessed as correct reactive. The complaint sample of the patient is non-reactive for anti-toxo igm and the observed toxo igg is of high-avidity. Thus, an acute toxoplasma infection of the patient is unlikely . The elecsys toxo igg assay performs within specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Sample from the patient was requested for investigation. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys toxo igg immunoassay result for one patient from cobas e411 rack analyzer serial number (B)(4). The result was 11.23 iu/ml (positive) and was reported outside of the laboratory. The physician questioned the result and the sample was repeated on the cobas e411 with a positive result. On (B)(6) 2020, the sample was repeated on a vidas analyzer with a negative result.